Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory doisease") in a 26-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis on (B)(6) 2010, kidney disorder and bladder disorder. Concurrent conditions included hypertension since (B)(6) 2015, depression since (B)(6) 2015, migraine since (B)(6) 2015, neutropenia since (B)(6) 2015, anemia since (B)(6) 2015, hiv antibody positive since 2005, panic attacks, anxiety, suprapubic pain, lower abdominal pain, numbness since (B)(6) 2011, tenderness since (B)(6) 2011, arthralgia since (B)(6) 2011, tooth pain since (B)(6) 2011, tooth infection since (B)(6) 2011, vomiting since (B)(6) 2012, dysuria since (B)(6) 2013, vaginal bleeding since (B)(6) 2017, fibroids since (B)(6) 2017, uti since (B)(6) 2017, vulvovaginitis trichomonal since (B)(6) 2017, obesity since (B)(6) 2017, cholelithiasis since (B)(6) 2017 and cholecystectomy since (B)(6) 2017. Concomitant products included colecalciferol (vitamin d), escitalopram oxalate (lexapro), hydrochlorothiazide, nortriptyline, prenatal vitamins, serotonin antagonists and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (plantiff underwent surgery to remove the essure/bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory doisease") in a 26-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis on (B)(6) 2010, kidney disorder and bladder disorder. Concurrent conditions included hypertension since (B)(6) 2015, depression since (B)(6) 2015, migraine since (B)(6) 2015, neutropenia since (B)(6) 2015, anemia since (B)(6) 2015, hiv antibody positive since 2005, panic attacks, anxiety, suprapubic pain, lower abdominal pain, numbness since (B)(6) 2011, tenderness since (B)(6) 2011, arthralgia since (B)(6) 2011, tooth pain since (B)(6) 2011, tooth infection since (B)(6) 2011, vomiting since (B)(6) 2012, dysuria since (B)(6) 2013, vaginal bleeding since (B)(6) 2017, fibroids since (B)(6) 2017, uti since (B)(6) 2017, vulvovaginitis trichomonal since (B)(6) 2017, obesity since (B)(6) 2017, cholelithiasis since (B)(6) 2017 and cholecystectomy since (B)(6) 2017. Concomitant products included colecalciferol (vitamin d), escitalopram oxalate (lexapro), hydrochlorothiazide, nortriptyline, prenatal vitamins, serotonin antagonists and trazodone. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight fluctuation ("weight gain / loss"). The patient was treated with surgery (plantiff underwent surgery to remove the essure/bilateral salpingectomy) and surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, vaginal discharge and weight fluctuation outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease most recent follow-up information incorporated above includes: on 13-jun-2018: plaintiff fact sheet and medical records received - reporter and patient demographic added. Events added per pfs: vaginal haemorrhage, menorrhagia, nausea, dysmenorrhea, weight fluctuation. Event added per mr: pelvic inflammatory disease. Product start date changed from 06-jan-2010 to (B)(6) 2010. Product stop date changed from 15-aug-2010 to (B)(6) 2017. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pelvic inflammatory disease ("pelvic inflammatory doisease") in a 26-year-old female patient who had essure (batch no. 678816) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included bronchitis on (B)(6) 2010, kidney disorder and bladder disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included hypertension since (B)(6) 2015, depression since (B)(6) 2015, migraine since (B)(6) 2015, neutropenia since (B)(6) 2015, anemia since (B)(6) 2015, hiv antibody positive since 2005, panic attacks, anxiety, suprapubic pain, lower abdominal pain, numbness since (B)(6) 2011, tenderness since (B)(6) 2011, arthralgia since (B)(6) 2011, tooth pain since (B)(6) 2011, tooth infection since (B)(6) 2011, vomiting since (B)(6) 2012, dysuria since (B)(6) 2013, vaginal bleeding since (B)(6) 2017, fibroids since (B)(6) 2017, uti since (B)(6) 2017, vulvovaginitis trichomonal since (B)(6) 2017, body mass index normal since (B)(6) 2017, cholelithiasis since (B)(6) 2017 and cholecystectomy since (B)(6) 2017. Concomitant products included cetirizine hydrochloride (zyrtec), colecalciferol (vitamin d), escitalopram oxalate (lexapro), hydrochlorothiazide, nortriptyline, prenatal vitamins, serotonin antagonists and trazodone. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain / loss - weight gain"). On (B)(6) 2012, 2 years 4 months after insertion of essure, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the pelvic inflammatory disease, vaginal haemorrhage, menorrhagia, nausea, vaginal discharge and weight increased outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia, nausea, pelvic inflammatory disease, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.9 kg/sqm. Hysterosalpingogram - in 2010: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received. Event weight fluctuation updated to weight gain. Outcome of events pain and cramps were updated to recovered/ resolved. Concomitant drugs, historical drug, concomitant diseases and lab data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (plantiff underwent surgery to remove the essure.). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.